Manufacturer narrative:
Investigation under (B)(4) is ongoing. Visual inspection of the cartridge showed one of the haptics from the intraocular lens was inside of the cartridge funnel.

Event description:
The facility states that the intraocular lens was damaged by the cartridge as it was being delivered into the pt's eye. The lens was removed without pt injury.